Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited loss of capture, low pacing impedance, and noise oversensing. The patient was subsequently brought into the clinic, where programming changes were performed. Thereafter, the rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout.